Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Describe event or problem (continued): a clinically significant delay in the procedure was reported as the patient was transported to an additional hospital for treatment and extended hospital stay. The patient is reported to be in stable condition after the successful removal of the device. No additional information was provided. The device was reportedly retained at the hospital and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavy calcified left common femoral artery was attempted using a proglide device via a 6f sheath after a aortogram, bilateral pelvic angiogram, bilateral runoff with atherectomy, balloon angioplasty and stenting procedure of the right superficial femoral artery. Reportedly, the proglide device could not be removed from the vessel. The physician deployed and retracted the proglide lever in attempt to close the foot, but the proglide could not be removed from the vessel. The device was intentionally, manually broken at the guide and images showed that the cranial needle was retained in the footplate. A general surgeon was called in and a cut-down on the left groin was performed to remove the majority of the device, but was unsuccessful. Access through the right side was achieved under ultrasonic guidance. A 10f sheath was placed and a 15mm loop snare was used to snare the proglide device. The device was pulled into the ipsilateral groin, but due to the retained needle and footplate, the device caught at the aortoiliac bifurcation on the left side. Despite considerable traction, the device could not be removed. The device partially, exposed in the right groin, was clamped and a glidewire was placed through the center lumen to maintain access and hemostasis was achieved with a femstop device. The patient was intubated and due to hypotension and blood loss, transfused with 2-4 units of packed red blood cells. The patient was airlifted to a different hospital to surgically remove the separated portion of the device and repair the damaged vessel.

Event description:
Subsequent to the initial medwatch report filed, sus voluntary report event #(B)(4) was received stating: post stent placement to sfa, perclose device failed and became stuck in the artery. Attempts were made to remove with abbott rep and expert contacted and provided guidance at the time, no success. General surgeon performed a cut down of the artery with anesthesia. This limited the blood loss. Pt was airlifted to a vascular surgeon who performed surgery successfully and removed the remainder of the perclose device from the artery. Pt is stable post-operatively. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The reported difficulties, foreign body in patient and subsequent treatment appears to be related to circumstances of the procedure. The reported patient effects of hemorrhage, hypotension, and tissue damage are a known inherent risk of the procedure. A conclusive cause for the reported patient effect of respiratory distress and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Unused, sterile, proglide devices were returned and successfully tested with no malfunction noted. Sus voluntary event report mw #(B)(4).